Event description:
Good afternoon, I hope this email finds you well. I was able to replicate the results again from a different batch of l72506. Not sure why they sent me more l72506 pods, considering device defect is every element of catastrophic. With this first pod my findings are some sort of inability to recognize state, causing pod to not deliver insulin, when it should be delivering insulin, because glucose is elevated, and pt did not receive any insulin for 4 hours, instead insulin suspended. I also switched to the lowest ir (internal resistance) batteries I own (100 batteries tested) and can consider it unlikely to be caused by pdm. Additionally, there is also strange gaps of 10 minutes instead of 3-5 minutes, where there is concrete proof that pod is not updating log on proper time intervals. However, this time around I have not noticed any repeated bolus commands being sent yet, however it likely will happen later on in the pod life. Pod doesn¿t know what state it¿s in, i.e. Thinks it's giving insulin, but no insulin delivered (dka /suspended) (1), or (2) pod is delivering insulin but thinks it¿s suspended (insulin overdosage / death) probable. Additionally, the pod appears to have short circuit on pcb near cannula. Interesting with this lot # l72506, is that if you manually give insulin and say pod suspended insulin delivery for many hours, glucose will actually lower. It doesn¿t seem to suffer the same fate as other lot #, at-least in regard to longevity, in which the original omnipod eros defects within about 24-36 hours average. In fact, it seems l72506 actually may last longer than other ero¿s lot #¿s. The sc (short circuit) seems likely to be the reason for repeated commands of same amount of insulin, which is deadly, especially when repeated every 3 minutes. Example: patient gives 15-iu for pasta at supper. While they¿re eating their pasta, the pod short circuits and repeats giving the pt 15-iu every 3 minutes. 30 minutes later the pod had now delivered 150-iu, the pt is now dead. I use smb so my bolus delivery is incredibly low compared to most, and I also have uam and other powerful algorithms, meaning can detect carbohydrate absorption and ingestion without carb input, which also means I can get away with giving smb vs large bolus amounts. My point being, the average type-1 diabetic will probably expire, just based off their insulin needs and dosage given that would be repeated and short circuited indefinitely. Additionally, if this happens at night then pt is for sure expired.